Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose levels over 500 mg/dl. The customer experienced no symptoms at the time of the event. The customer treated the high blood glucose with a manual injection of insulin. The customer reported having no issues with the insulin pump leading to the high blood glucose. Troubleshooting was provided for the high blood glucose. No issues were found with the insulin pump. The customer was advised to speak with their health care provider and adjust their settings. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.